Manufacturer narrative:
The investigation of packaging issue has been completed. Clinical reports impella 5.5 was open and contaminated before use. The cause of the packaging issue sterility was not determined since product was not returned and lack of clinical details. D6a and d6b should have been left blank on the initial manufacturer device report number 1220648-2024-19772, as the product was not used. G1 reporting contact email revised on manufacturer device report 1220648-2024-19772 in accordance with updated procedures. H6 code 4642 was reported incorrectly on manufacturer device report 1220648-2024-19772. New code was added to health effect - impact code.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella 5.5 was opened but the impella 5.5 was contaminated before use. The case was completed using another device, extracorporeal membrane oxygenation. No reported patient harm.